Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for call was to inquire about MRI scanning eligibility. Patient stated they had their implanted battery removed possibly on (B)(6) 2024 because the implant site kept getting irritated and swollen. Patient stated the irritation was bad enough that they couldn't sit down because of the pressure it created against their pants. Agent reviewed MRI guidelines and information. The patient was redirected to their healthcare provider to further address the issue.